Event description:
While performing a double-lumen PICC insertion at the bedside and setting up the sterile field, it was noted the 4f needle was not included in the kit. The procedure was completed using the alternative equipment and the guidewire was advanced in the typical fashion without complications. Product details: bard double lumen power PICC; lot # rehs 1979, expires 7/31/2024, (reference # s1274108d3).